Event description:
The customer stated that axsym quinidine results of >8 ug/ml were generated on a pt sample tested undiluted. Diluted axsym results were <0.20 ug/ml which matched results generated using the tdx/flx quinidine assay. The customer stated that the sample was bright yellow/gold in appearance. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.